Event description:
Reporter indicated, he was receiving different end of service information upon interrogation of a patient's vns generator. The years remaining on the generator had changed from 9 years to 5 years. Attempts for further information and vns programming history are in progress.